Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2024, the device reportedly did not provide a low-glucose alarm. The patient experienced a presyncopal episode. The reporter stated that she could not recall the exact estimated glucose value (egv) displayed on the dexcom receiver, but indicated that it showed the patient was low (either displaying ¿low¿ or a low numerical egv). The reporter stated that when the patient¿s husband performed a fingerstick blood glucose test, the result indicated a value in the 30 mg/dl range. After observing the fingerstick result, the reporter elected not to call emergency services and instead administered carbohydrates. The patient was unable to recall the fingerstick reading following this intervention. After receiving treatment, the patient was allowed to rest. A few hours later, she reportedly recovered and was feeling well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.